Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2014- used medical device declaration for shipping form received. Dor provided. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014.

Event description:
Litigation alleges that the patient experienced the following on account of her asr left hip implant: synovitis; mechanical complications caused by left total hip replacement; damage to the hip structures; tissue necrosis and inflammation; pain; disfigurement; and loosening of the prosthesis. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.